Event description:
Rptr had surgery on 9/8/93 for anterior spinal diskectomy and fusion l4-5 and l5-s1 with femoral ring allograft, posterior spinal fusion. Repair of pseudarthrosis with segmental fixation and left iliac crest bone graft. Surgery on 10/28/94 was for exploration of fusion mass. After all 3 surgeries rptr's back is not better than before surgeries. She has considerable pain and discomfort. (Same rptr referred to in 1004250.)